Event description:
A physician called mcghan medical to report an accidental injury to a pt. He was preparing to inject a pt in the vermilion border of the upper lip and could not get any collagen to extrude through the needle. He applied more pressure and the adg needle disengaged. The contents of the syringe splattered on the pt and the physician, and the needle imbedded in the pt's check. There was slight swelling and a pin-point of bleeding from the puncture wound caused by the needle. The pt elected not to continue with the treatment and has not re-scheduled. No treatment was required for the puncture wound.